Manufacturer narrative:
Device discarded by hospital staff.

Event description:
This was a left-sided laser lead extraction conducted in the ep lab to remove a total of 3 leads ((B)(4)-implanted 2010, (B)(4)-implanted 2006 & (B)(4)-implanted 2010) due to non-functioning leads. The patient was prepped with an arterial line, fluoroscopy and tee in use, cvs on standby, and blood products available. The md prepped both rv leads ((B)(4)) were prepped with a lld-ez. The rv lead ((B)(4)) was successfully extracted with light traction. The ra lead ((B)(4)) was successfully extracted manually without the use of a lld or sls. The md used the 14f sls ii on the remaining rv lead ((B)(4)) extracting it with minimal lasing. Approximately 45 minutes into the re-implantation, the patient's blood pressure began to decline and a tee confirmed a cardiac effusion. The cvs was called into the room and a pericardiocentesis was performed, extracting ~ 350cc of fluid. Two units of blood were given in the ep lab, it was then decided to transfer the patient to the or to be placed on bypass for an open heart procedure. Upon arriving in the or, the physicians decided to hold off on the sternotomy. A pericardial drain was placed which produced another 50cc of fluid. The patient was observed in the or until stable, transferred to the ICU and ultimately discharged home 1-2 days later. The exact location was unknown but the cvs speculated it to be a rv injury. There were no claims made against spectranetics devices resulting in the patient's injury. The physician involved in the case stated he "was not sure at what point the injury occurred, during the extraction or the re-implantation". No devices were retained as they were disposed of by hospital staff after use. An internal lhr review noted no issues or non-conformances.